Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported issue of does not recognize an open door which was reproduced. The event history log (ehl) showed evidence of a door opening/set loading issue. The cause was determined to be a failed lower auxiliary switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize an open door. There was no patient involvement. No additional information is available.